Manufacturer narrative:
The log file of the affected device was provided for the investigation. The log entries show that at around 8:00 am on the date of event the display turned black which resulted in the user switching the device of using the rocker switch. A faulty lvds cable were identified as root cause of the reported event. The cable connects the basisboard to the display of the device. In case of a display failure monitoring functions and the user interface of the cockpit are not available. The running ventilation is not affected by a display failure and continues as previously set. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental oled-display located on the ventilation unit and it includes an indicator for the on-going ventilation which the user can see. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the screen turned of during use. The ventilation continued working, but the device could not be powered down. No patient injury was reported.